Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration movement, coils migrated'), genital haemorrhage ('bleeding: other') and caesarean section ('caesarean section') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy ( no complication )"). On an unknown date, the patient experienced uterine perforation ("migration of essure device location of device: uterus/both protruding through the myometrium with the tip sticking outside of the uterus. Right device protrudes superiorly through the fundal region and the left device protrude laterally"), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain") and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, caesarean section and pregnancy with contraceptive device outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, caesarean section, device dislocation, genital haemorrhage, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: patient received treatment for events ¿migration movement, coils migrated, bleeding: other. Discrepancy noted in insertion date on (B)(6) 2015. Discrepancy of removal date: previous on (B)(6) 2018 and current on (B)(6) 2018 and on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2018: "placenta", is a 586 g. (Discold placenta). The trivascular umbilical cord is 212 x 1.4 cm and inserts paramarginally the membranes are translucent and have a partially circumvallate insertion on 20% of the disc. The fetal surface is tan-gray, slightly dusky with a scant amount of fibrin deposition near the cord insertion site. The maternal surface is red - brown with intact and disrupted cotyledons. The cut surfaces show a 2.7 cm yellow laminated lesion. The remaining cut are unremarkable red spongy parenchyma. ¿concerning the injuries reported in this case, the following one was confirming- events which are same in pfs & mr.¿ abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: new pfs and mr received- new events added: migration of essure device location of device: uterus/both are protruding through the myometrium with the tip sticking outside of the uterus, right device protrudes superiorly through the fundal region and the left device protrude laterally, pregnancy (no complications),device ineffective, abdominal pain,caesarean section, plaintiff did not undergo essure confirmation test. Reporters information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus/both protruding through the myometrium with the tip sticking outside of the uterus.right device protrudes superiorly through the fundal region and the left device protrude laterally') and device expulsion ('migration of essure device location of device: uterus') in an adult female patient who had essure (batch no. C22920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included gestational hypertension. Concomitant products included cetirizine hydrochloride (zyrtec). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy ( no complication )/pregnancy (with complications)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding: other") and abdominal pain ("abdominal pain") and underwent caesarean section ("caesarean section"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, caesarean section and pregnancy with contraceptive device outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, caesarean section, device expulsion, genital haemorrhage, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: patient received treatment for events ¿migration movement, coils migrated, bleeding: other. Discrepancy noted in insertion date (B)(6) 2015. Discrepancy of removal date- previous-01dec2018 and current-(B)(6) 2018 and (B)(6) 2018. Discrepancy of removal date: date(s) of removal: (B)(6) 2018 (per pif) diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: "placenta", is a 586 g. (Discold placenta) the trivascular umbilical cord is 212 x 1.4 cm and inserts paramarginally the membranes are translucent and have a partially circumvallate insertion on 20% of the disc. The fetal surface is tan-gray, slightly dusky with a scant amount of fibrin deposition near the cord insertion site. The maternal surface is red - brown with intact and disrupted cotyledons. The cut surfaces show a 2.7 cm yellow laminated lesion. The remaining cut are unremarkable red spongy parenchyma. ¿concerning the injuries reported in this case, the following one was confirming- events which are same in pfs & mr.¿ abdominal pain batch no c22920 production date 2014-02-13 expiration date 2017-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pfs received. Reporter information added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus / both protruding through the myometrium with the tip sticking outside of the uterus. Right device protrudes superiorly through the fundal region and the left device protrude laterally') and device expulsion ('migration of essure device location of device: uterus') in an adult female patient who had essure (batch no: c22920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included gestational hypertension. Concomitant products included cetirizine hydrochloride (zyrtec). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy ( no complication) / pregnancy (with complications)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding: other") and abdominal pain ("abdominal pain") and underwent caesarean section ("caesarean section"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, caesarean section and pregnancy with contraceptive device outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, caesarean section, device expulsion, genital haemorrhage, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: patient received treatment for events ¿migration movement, coils migrated, bleeding: other. Discrepancy noted in insertion date: on (B)(6) 2015. Discrepancy of removal date: previous on (B)(6) 2018 and current on (B)(6) 2018 and on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2018: "placenta", is a 586 g. (Discold placenta). The trivascular umbilical cord is 212 x 1.4 cm and inserts paramarginally. The membranes are translucent and have a partially circumvallate insertion on 20% of the disc. The fetal surface is tan-gray, slightly dusky with a scant amount of fibrin deposition near the cord insertion site. The maternal surface is red - brown with intact and disrupted cotyledons. The cut surfaces show a 2.7 cm yellow laminated lesion. The remaining cut are unremarkable red spongy parenchyma. ¿concerning the injuries reported in this case, the following one was confirming- events which are same in pfs & mr.¿ abdominal pain batch no: c22920, production date: 2014-02-13, expiration date: 2017-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: quality safety evaluation of ptc: (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus/both protruding through the myometrium with the tip sticking outside of the uterus.right device protrudes superiorly through the fundal region and the left device protrude laterally') and device expulsion ('migration of essure device location of device: uterus') in an adult female patient who had essure (batch no. C22920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included gestational hypertension. Concomitant products included cetirizine hydrochloride (zyrtec). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy ( no complication )/pregnancy (with complications)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding: other") and abdominal pain ("abdominal pain") and underwent caesarean section ("caesarean section"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, caesarean section and pregnancy with contraceptive device outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, caesarean section, device expulsion, genital haemorrhage, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: patient received treatment for events: migration movement, coils migrated, bleeding: other. Discrepancy noted in insertion date: (B)(6) 2015. Discrepancy of removal date previous: (B)(6) 2018 and current (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: "placenta", is a 586 g. (Discold placenta) the trivascular umbilical cord is 212 x 1.4 cm and inserts paramarginally the membranes are translucent and have a partially circumvallate insertion on 20% of the disc. The fetal surface is tan-gray, slightly dusky with a scant amount of fibrin deposition near the cord insertion site. The maternal surface is red - brown with intact and disrupted cotyledons. The cut surfaces show a 2.7 cm yellow laminated lesion. The remaining cut are unremarkable red spongy parenchyma. ¿concerning the injuries reported in this case, the following one was confirming- events which are same in pfs & mr.¿ abdominal pain. Most recent follow-up information incorporated above includes: on 15-jan-2021: pfs received lot number was added. Reporter information and patient middle name were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration movement, coils migrated') and genital haemorrhage ('bleeding: other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pain ("pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure removal (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pain and genital haemorrhage outcome was unknown. The reporter considered device dislocation, genital haemorrhage and pain to be related to essure. The reporter commented: patient received treatment for events ¿migration movement, coils migrated, bleeding: other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received- event injury updated to genital bleeding. New events migration movement, coils migrated, pain were added. New reporter, patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.